Manufacturer narrative:
The instruments in the cycle subject of the event were reprocessed prior to use. A steris service technician arrived onsite following the reported event to inspect the sterilizer. The technician inspected the sterilizer and found the unit to be operating properly. No issues with the function or operation of the sterilizer were identified. The employee subject of the event was not wearing proper ppe, specifically gloves, while handling the instrument pack as stated in the operator manual. The operator manual states (pp. 6-14), "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." In addition, the v-pro 60 sterilizer operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." The v-pro 60 sterilizer operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." While onsite, the technician counseled user facility personnel on the importance of wearing proper ppe, specifically gloves while operating their v-pro 60 sterilizer and properly drying instruments. The user facility has ordered proper ppe, specifically gloves and no additional issues have been reported.

Event description:
The user facility reported that an employee experienced a burn while handling items that were processed in a v-pro 60 sterilizer. No procedure delay or cancellation occurred. The employee washed their hand with water and returned to work.